Manufacturer narrative:
The failure investigation has been performed and the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified alarm occurred indicating that the cartridge was empty after the cartridge was filled with insulin. Reportedly, the alarm occurred multiple times. There was no impact to the customer's blood glucose level. A new cartridge was loaded to address the event and insulin delivery was resumed. Reportedly, the customer had manual injections as alternate insulin therapy.